Event description:
It was reported to philips that the device experienced an ECG bias fault. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty processor pca. The fse replaced the processor pca. The device passed all performance assurance tests and was placed back into use with the customer. Update: one processor pca was returned for failure analysis. The reported allegation about the "ECG bias fault" was not verified or duplicated during lab tests. The processor pca passed all tests during opcheck and performed as expected. Therefore, there is no fault found with this processor pca.

Manufacturer narrative:
There is no fault found with this processor pca. The processor pca will be scrapped.

Event description:
It was reported to philips that the device experienced an ECG bias fault. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty processor pca. The fse replaced the processor pca. The device passed all performance assurance tests and was placed back into use with the customer. The faulty component has been requested for failure analysis, but it is reportedly unavailable for such.

Event description:
It was reported to philips that the device experienced an ECG bias fault. There was no patient involvement.